Manufacturer narrative:
Invacare was made aware of an event that took place in (B)(6), with a 12-year old platinum s concentrator. Which was manufactured by invacare (B)(4) in january of 2010. Invacare (B)(4) is no longer in business; therefore, this report is being filed under invacare (B)(4) where the concentrators are currently manufactured. Invacare is filing this report because the irc5lxo2, made at invacare owned (B)(4) and sold in the us has been determined to be similar in design to the reported device. It is unknown what, if any malfunction, occurred, however, it is more likely that the fire was caused by the patient smoking while using the concentrator, therefore this medwatch is being filed in an abundance of caution due to the patient having 3rd degree burns. It is not known if the patient received medical treatment, as there is none alleged. If additional information is received a follow-up will be filed.

Event description:
It was reported that the patient was using the 12-year old platinum s oxygen concentrator when it caught on fire, and as a result, they received 3rd degree burns. It was determined; that the patient was smoking while using the concentrator. No medical treatment has been reported.